Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event could not be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oj) was informed by the nurse at user facility continues to have the same issue, the user was using the endoeye high-definition ii autoclavable video telescope (wa50040a) in combination with the visera elite ii video system center (otv-s300) during laparoscopic surgery, when the tip of the scope was taken out of the body cavity of the patient, errors e105 and e104 occurred and the light emitted from the tip turned pink. When the power of the otv-s300 was turned off and on again, the image was restored. The intended procedure was completed using the same equipment. No death or injury was reported. There are two devices related to the event. This report is being submitted for the second device (wa50040a). The first device (otv-s300) is being reported on the medwatch with patient identifier (B)(6).